Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the device experienced intermittent connection with the programmer, however passed functional testing.

Event description:
It was reported that the analyzer originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.